Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cmv igg assay results from two samples from the same patient tested on the cobas e 801 analytical unit. Please refer to the attachment (B)(6) for the table containing the highlighted questionable results.

Manufacturer narrative:
The investigation reviewed the qc data; the results were within the specified ranges. The customer stated that the cmv western blot results for the on (B)(6) 2024 patient samples were "negative without any detected band". The investigation determined that the patient's results are consistent with early cmv infection (seroconversion). The investigation did not identify a product problem.